Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarm. The customer's blood glucose was 80 mg/dl at the time of incident. Customer stated they had tried all remedies. Customer verified that they had changed everything but not the insulin pump. Customer had a lot of uncomfortable experiences with the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).